Event description:
Revision of primary total hip arthroplasty. Removal of 2041-2850 and 06-2810 implanted in 1994. Replaced with 06-3210 and 2043c-3250 due to eccentric poly wear.

Event description:
Revision of primary total hip arthroplasty. Removal of 2041-2850 and 06-2810 implanted in 1994. Replaced with 06-3210 and 2043c-3250 due to eccentric poly wear.

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was not confirmed. It is unknown why the product was not returned. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. Not returned to manufacturer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the evaluation.